Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported that on (B)(6) 2022, he was admitted to the va medical center and diagnosed with diabetic ketoacidosis (dka). He stated his cgm displayed 280 ¿ 290 mg/dl: however, his bg was over 600 mg/dl. Unspecified treatment was provided for dka and kidney failure. There was no documentation of symptoms or other details. The patient was released after 5 days. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.